Event description:
-

Event description:
Additional information received noted that this device was explanted and will be returned. Upon analysis this investigation will be updated.

Manufacturer narrative:
(B)(4). Additional information received noted that the device was returned. Upon analysis this investigating will be updated.

Manufacturer narrative:
(B)(4). This device was thoroughly inspected and analyzed upon receipt at our quality assurance laboratory. External visual inspection of the device noted no anomalies. The battery voltage was lower than expected, but still supported full device function. A series of automated electrical/functional tests were conducted and no issues with the device¿s ability to deliver therapy were observed; basic sensing, pacing and shocking functions of the device were verified. Review of the device memory indicated that a voltage alert was recorded. Using historical daily battery voltage measurement data, engineers determined that this device was demonstrating behavior consistent with a high current condition associated with a compromised low voltage capacitor connected to the device¿s battery. Low voltage capacitors are used in the device¿s high voltage charging operation in order to facilitate fast charge times. Malfunction of these capacitors resulted in a high current drain, which was depleting this device¿s battery faster than normal. On august 29, 2013, boston scientific distributed a letter to physicians concerning this issue. This letter informed physicians that, in a subset of devices, the performance of a low voltage capacitor may be compromised over time, causing increased current drain that can lead to premature battery depletion. This device is a part of the identified population.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Event description:
--

Manufacturer narrative:
(B)(4). Analysis by engineering noted the date the low voltage fault was declared. Also noted that there were no suspicious faults or resets stored within the device memory. The voltage was 3.024 volts, therapy delivery is unaffected.the device hardware was not detecting the loss of battery energy. Because of this, the battery status indicators are not reflecting the depletion condition and are inaccurate; they should no longer be relied upon to determine the depletion status of the device.the device was malfunctioning. The device should be replaced and returned for detailed analysis. Upon additional information this investigation will be updated.

Event description:
Boston scientific received information that that this patient called the hospital with a concern of hearing beeping noise from the device. A follow up took place and the device check showed fault code 1003. The device was explanted. The data obtained was sent to technical services for review. No adverse patient effects were reported.